Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported getting an infection at the insertion site of her sensor. On (B)(6) 2019 the patient went to a physician and was prescribed mupirocin (2 percent), a topical ointment that she was instructed to apply for ten days. At the time of contact, it was indicated that the infection was still present. No additional event or patient information is available.